Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited out of range pacing impedance measurements and noise which was oversensed causing inappropriate therapy. A fracture of the right ventricular (rv) lead was suspected but fluoroscopy did not identify any lead damage. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.